Event description:
The customer reported that the telemetry device has a speaker malfunction. It is unclear if the device produced sound or is being used in telemetry mode. The device was in use on a patient at the time of event. There was no adverse event reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was in use on a patient. There was no report of patient or user harm.